Event description:
Reporting status: serious injury - disability, required medical intervention. Reporting rationale: attempted to snare separated portion of guide wire; portion of guide wire still remains in patient. Device issue: guide wire separation. It was reported that the target lesion was the lad artery which had no calcification. After a stent had been implanted, the physician attempted to remove the bmw guide wire; however, it met strong resistance. The cine was observed and the physician tried to remove the bmw guide wire, but it had separated. It appeared that the wire was stuck in the stent strut. A goose neck snaring procedure was done in an attempt to remove the separated portion of the guide wire from the patient, but was unsuccessful. No additional event or patient information is available.

Manufacturer narrative:
Evaluation summary: quality assurance analysis revealed that the guide wire was returned with blood and contrast on the coils. The tip coils were separated distal to the center solder. The tip coil was stretched out for a length of 2.9 cm distal to the center solder. The distal end of the tip coil was separated and stretched out and was returned in three sections in a small plastic jar. The sections were each measured and they were: 17 cm, 13.5 cm and 6.5 cm in length. The shaping ribbon was attached to the center solder and measured 2.6 cm in length. There were numerous offset/overlapped intermediate coils proximal to the center solder for a length of 2 cm. The guide wire was sent to the lab for further testing. Product performance engineering reviewed the incident information, the lab analysis of the returned device, and evaluated the cine information that was provided. The root cause of the guide wire fracture appears to be related to the guide wire becoming trapped behind a deployed stent. The forces exerted in the attempt to remove the guide wire exceeded the tip strength of the guide wire which fractured. The case details describe strong resistance when trying to pull the device free. Scanning electron microscopy (sem) confirmed tensile overload of the tip coils and separation of the shaping ribbon from the solder joint. The shaping ribbon appears to have become detached from the tip solder. Sem was able to confirm that solder was present on the tip of the detached shaping ribbon which suggests that the tip had been properly soldered. The cine appears to confirm that the stent was deployed over the guide wire tip. The lot history record was reviewed and there were no non-conformities associated with this lot number. Additionally, a query of the complaint-handling database was performed and there have been no similar complaints reported with this part and lot number combination. This is a very low-level failure mode that is trended. Manufacturing assures the quality of guide wire tips through visual and dimensional inspections and 100% non-destructive pull test of the tip. Also, samples are destructively tested to failure and each lot must pass the test requirements. Quality inspection verifies that all requirements are met. This MDR is considered closed by the product performance group.